Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leaking homechoice cassette that was discovered prior to the patient being connected. The nurse ran a simulated therapy and when they were removing the cassette, they discovered that the cassette was leaking inside the door of the homechoice machine. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye and no issues were noted. Functional testing was performed which included leak testing, clear passage test, clamp function test, and device-device interaction testing. A leak through a hole in the cassette was noted. The reported condition was verified. The leak was caused by a hole in the cassette but the cause of the hole was undetermined. Should additional relevant information become available, a supplemental report will be submitted.